Event description:
A hospital in (B)(6) reported that gas leaked from a 900mr067 reusable adult circuit tubing prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned 900mr067 reusable adult circuit tubing was visually inspected for damage and pressure tested for leaks. Results: no damage was observed with the returned device. It passed the pressure test and no leak was noticed during testing. Conclusion: no fault was found with the returned device.